Event description:
When surgeon looked in the abdomen with the robotic camera, he saw a small piece of black rubber which he immediately removed. We supposed it was from the tocar cap seal. It was confirmed at the end of the procedure that it was a piece off of the seal. The pieces were collected and a picture was taken. Instrument endoscopic 5-12mm seal universal da vinci xi endowrist.